Event description:
Adverse event(s): "occurred during calibration" (no pt involvement). Product problem(s): "error message" (device displays error message). A technician reports a shutter error message during energy calibration. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).